Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Complainant reports that following implant surgery, the results of the initial follow up examination were good. At the second follow up visit surgeon noted subsidence of the artificial disc. The device was explanted and spinal fusion performed.